Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent revision surgery or the rod reduction, there was a pull-out of two (2) screws with 7 mm diameter which were removed and replaced with two (2) 8 mm screws. During the insertion of one of the 8 mm screws, a pedicle fracture happened. The construct consists now of five (5) screws (2 screws in s1, 1 screw in l5 and 2 screws in l4) connected with the sfx connector. The surgeons managed to correct the spondylolisthesis from stage 2 to stage 1 with an anterior osteophyte on l4 that could not be removed during the surgery. There was a surgical delay of 20 minutes. The patient and procedure outcome were unknown. This complaint involves six (6) devices.

Manufacturer narrative:
(B)(4).